Event description:
Covidien received information stating that the backlight on an 840 ventilator were out. The reporter did not have information regarding if the ventilator was in use on a patient when the malfunction occurred. The date of the event was not provided.

Manufacturer narrative:
Covidien reference number: (B)(4). The evaluation and repair of the device has not been completed.